Event description:
It was reported by the customer that on (B)(6) 2024, it was found there were hairs on the sterile surgical gown in the puncture package. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is inconclusive due to the state of the returned sample. One photograph of an open PICC kit was returned for evaluation. An initial visual observation of the photograph showed that a hair was present atop the yellow pad of the opened kit. While a material can be seen in the kit tray in the returned photograph, the open state of the tray made it difficult to determine when the kit tray came into contact with the material. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that on (B)(6) 2024, it was found there were hairs on the sterile surgical gown in the puncture package. No other information was provided.